Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient had a seroma at the ipg site. The patient was also experiencing shocks, heating up when turning on or off and charging the device, and a burning sensation down the spine and at the ipg site. It was also reported that the patient's remote control would not respond to the ipg. The physician recommend an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient had a seroma at the ipg site. The patient was also experiencing shocks, heating up when turning on or off and charging the device, and a burning sensation down the spine and at the ipg site. It was also reported that the patient's remote control would not respond to the ipg. The physician recommend an ipg replacement procedure.